Manufacturer narrative:
During a short test run the heat up was reproducible. The handpiece was running out of specification needing a too high current. After disassembling of the handpiece it was found that the bearings have been worn out. This causes that they are running gritty which causes higher friction and therefore heat up of the head. The root cause for the condition is normal wear. A further inspection showed that the back cap button had circular grinding marks on the inner side. This shows that the button has been depressed during the treatment which happens, if the handpiece gets used to lift tissue (tongue, cheek or lip) during a treatment. This causes that the push button touches inner parts which are spinning, causing unusual friction and therefore heat up of the push button and later also the head. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During the preparation of tooth# 28, 29, 30, 31 the handpiece heated up and burned the patients cheek. Patient was given 4 packs of over the counter rincinol mouth rinse. Patient was instructed to rinse mouth with rincinol for 2 minutes before going to bed and not to drink after rinsing. Erma said this rinse creates an antibacterial protective barrier over sensitive area like a bandaid. Patient was back in the office yesterday for follow up visit. He said he used the rinse packs for 3 days and was fine.